Manufacturer narrative:
The unit powered up properly after battery installation. The unit had operating currents within specifications. There were no unexpected low battery alarms. The motor was tested outside of the device and passed. However, the unit alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The compromised force sensor system error alarms could not be verified due to motor error alarms. The unit had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. (B)(4)

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during manual prime. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.